Manufacturer narrative:
The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to a stago compact max with neoplastine reagent laboratory method. The result from the meter at 11:13 am was 4.8 inr. The laboratory result at 3:00 pm was 3.6 inr. The patient's anticoagulation medication dose of 3.5 mg was decreased to 2.5 mg two days per week, based on the laboratory result. The patient's interval for testing is every two weeks. The patient's therapeutic range is 3.0 inr - 4.0 inr.